Event description:
It was reported to boston scientific corporation that a capio slim device was used during an anterior posterior repair with sacrospinal fixation procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the dart detached from the suture. Reportedly, the detached dart was retained inside the patient and an x-ray was used to find the detached dart which took an hour time by using of the maximum limited given time for the radiation. The procedure was completed with another capio slim device. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Blocks f10 and h6: problem codes of 2907 and 3165 capture the reportable event of detached dart remained inside the patient. Block g3: this complaint has also been submitted to mhra (medicines and healthcare products regulatory with mhra adverse incident report reference no. (B)(4). Block h6: conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during an anterior posterior repair with sacrospinal fixation procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the dart detached from the suture after deployment of the capio device through the patient's right sacrospinous ligament. The detached dart was retained inside the patient and an x-ray was used to find the detached dart which took an hour time by using of the maximum limited given time for the radiation. Reportedly, the physician tested the device prior the procedure and partially pressed the plunger to check if the dart was loaded in the capio carrier. After confirming that the dart was correctly loaded in the capio carrier, the physician pulled the suture back slightly to maintain the tension, and the device was then used in the patient. The procedure was completed with another capio slim device. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Problem codes of 2907 and 3165 capture the reportable event of detached dart remained inside the patient. This complaint has also been submitted to mhra (medicines and healthcare products regulatory with mhra adverse incident report reference no. (B)(4). Conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). This complaint has also been submitted to mhra (medicines and healthcare products regulatory with mhra adverse incident report reference no. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio device was used during an anterior posterior repair with sacrospinal fixation procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the dart detached from the suture. Reportedly, the detached dart was retained inside the patient and an x-ray was used to find the detached dart which took an hour time by using of the maximum limited given time for the radiation. The procedure was completed with another capio device. The patient's condition at the conclusion of the procedure was reported to be stable.